Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00856. It was reported that the hypotube ruptured, inadequate stent apposition and stent fracture occurred. The target lesion was a chronic total occlusion. A synergy ii drug-eluting stent and a guidezilla¿ guide extension catheter were selected for use. During procedure, it was noted that the hypotube of the stent delivery system was slightly kinked. When the stent was inflated at 2atm, the hypotube burst which caused the stent to be not fully apposed. The balloon was removed and it was noted that the proximal 25% of the stent hung up and fractured apart from the rest of the stent. It was confirmed under angiography that the stent was in 2 separate pieces. The distal and larger portion was then wired and expanded against the arterial wall and the proximal portion of the fractured stent was crushed to one side of the vessel. Another stent was then deployed. Following implantation, the guidezilla¿ catheter was removed but was fractured at the proximal valve. The device was removed safely and the procedure was completed. No patient complications were reported and the patient's status was great.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the sds and was not returned for analysis. As per additional information in the complaint report, the stent was left inside the patient's body. The balloon cones were reviewed and no issues were noted. The balloon had dried medium resembling blood inside the balloon body, the balloon wings appeared tightly folded in position and crimp stent markings were visible on exposed balloon wall. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found the port weld was stretched for 5mm in a distal direction and there was a kink in the mid-shaft left of the port site. An inner/outer extrusion kink 126mm distal of port site was also noted and the inner extrusion appeared accordioned between 3-4mm distal of bi component bond. It was also noted that the device was returned with guidewire inserted in port site. As part of the analysis, the manifold of the device was attached to an encore hand held inflation device to carry out an inflation test. The test verified a leak in the outer extrusion 22mm distal of the port weld site, the outer material showed a longitudinal tear in the outer material. The bi-component bond showed no signs of damage or strain. The types of damages noted are consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00856. It was reported that the hypotube ruptured, inadequate stent apposition and stent fracture occurred. The target lesion was a chronic total occlusion. A synergy ii drug-eluting stent and a guidezilla¿ guide extension catheter were selected for use. During procedure, it was noted that the hypotube of the stent delivery system was slightly kinked. When the stent was inflated at 2atm, the hypotube burst which caused the stent to be not fully apposed. The balloon was removed and it was noted that the proximal 25% of the stent hung up and fractured apart from the rest of the stent. It was confirmed under angiography that the stent was in 2 separate pieces. The distal and larger portion was then wired and expanded against the arterial wall and the proximal portion of the fractured stent was crushed to one side of the vessel. Another stent was then deployed. Following implantation, the guidezilla¿ catheter was removed but was fractured at the proximal valve. The device was removed safely and the procedure was completed. No patient complications were reported and the patient's status was great.